Manufacturer narrative:
(B)(4).

Event description:
High impedance measurements were found on some of the unipolar and bipolar pairs. Specifically, all contacts with #4, 5, 6, and 7 were >4000 ohms. Contacts #0, 1, 2, and 3 appeared good. Additional information was requested.